Event description:
It was later reported that thelead revision was scheduled for (B)(6), 2013. It was noted that the hcp had replaced the ins and extension recently to address high or low impedances, and this didn't address the issue. It was noted that the patient¿s husband had been in hospice care so they were waiting to do surgery for that reason.

Event description:
It was reported that the implantable neurostimulator (ins) and extension were replaced. It was noted that impedance was measured and the results were c-0=7204, c-1=7848, c-3=7053, 0-1=9518, 0-2=5819, 0-3=9272, 1-2=6569, 1-3=9633, 2-3=5647. Stimulation was not turned on. During the operation the lead was tested. The manufacturing representative did not have the lead impedances but stated they were also high. It was noted the next step would be lead replacement. It was further reported that there was a loss of therapeutic effect. It was noted there was an impedance measurement of >40,000 ohms. The call was made from the operating room. In december the patient noted a tingling in the chest and the healthcare professional (hcp) found the high impedance. The device was turned off at that time. The stimulation was not turned on since (B)(6). There was no attempt to reprogram around the high impedance. It was noted that the issue was at the pocket. The issue was with the right side. The left side was fine. There was no reported falls or trauma. Additional information received reported that the device was turned off and they could not program around the high impedance. It was noted a lead revision was planned for an unknown date. The patient was not receiving therapy. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v520974, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional review indicated that some of the previously reported information pertained to the patient's new system. The information about the new system is captured in manufacturer report #3004209178-2013-15219. The following previously reported information pertains to the system reported under this manufacturer report number. It was reported that there was a loss of therapeutic effect. It was noted there was an impedance measurement of >40,000 ohms. The call was made from the operating room. In december the patient noted a tingling in the chest and the healthcare professional (hcp) found the high impedance. The device was turned off at that time. The stimulation was not turned on since december. There was no attempt to reprogram around the high impedance. It was noted that the issue was at the pocket. The issue was with the right side. The left side was fine. There was no reported falls or trauma. The implantable neurostimulator (ins) and extension would be replaced. The referenced report continued to report the same high impedance issue, but with a new ins and extension, and ultimately a new system.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387s-40, lot# v520974, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v520974, implanted: (B)(6) 2010, product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension product ID 37642 lot# serial# njz124497n implanted: explanted: product type programmer, patient; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v520974, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v520974, implanted: (B)(6) 2010, product type lead. (B)(4).